Manufacturer narrative:
Catalog number and unique identifier (UDI) number added to section d. Update to evaluation codes method and result. Device evaluation summary: the breath delivery (bd) controller printed circuit board and the bd power distribution board was returned for failure investigation. Both parts were visually inspected with no abnormalities observed. The returned bd power controller was installed into the test ventilator and powered on in service mode. Extended self test (est) was initiated and during the bd audio test portion of est, the ventilator generated a brief, nearly inaudible beep. The returned bd power distribution pcb was installed into the test ventilator and powered on in service mode. There was no fault ID entified. Conclusion: the reported event that the bd audio test failed est was duplicated. The failure was isolated to the power controller pcb. The root cause of this event is most likely to be a faulty c4 capacitor on the power controller board. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service engineer (se) inspected the device and replaced the power controller distribution assembly printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during preventative maintenance, a 980 ventilator failed the breath delivery (bd) alarm test (audible alarm was absent)on an extended self test (est). The ventilator was not in use on a patient at the time of the reported event.